Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt thought they had trouble with the ins when they first got it implanted. Pt noted the ins had shifted and pt wondered if the ins wires came loose and not working properly because pt had increased their stimulation intensity from 2.0 to 32 or something and the pt could barley feel it zapping them. The patient was redirected to their healthcare provider to further address the issue. Pt noted they will see their hcp later this week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.